Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient¿s nail broke. The patient experienced pain in (B)(6) 2021. A scan was performed on (B)(6) 2021 and the broken nail was discovered at the level of the cephalic screw. On (B)(6) 2021 the patient underwent a revision surgery, the nail was removed and a hip arthroplasty was performed. This report involves one (1) 10mm/125 deg ti cann tfna 200mm - sterile. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that trochant fem nail 10 125 l20 was noted broken across the blade insertion hole. Additionally, the lock prong is missing in the evidence provided. A dimensional inspection for the trochant fem nail 10 125 l20 was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the trochant fem nail 10 125 l20 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: manufacturing location: monument, manufacturing date: 21-jul-2020, expiration date: 01-jul-2030, part number: 04.037.013s, 10mm/125 deg ti cann tfna 200mm ¿ sterile, lot number: 62p4631 (sterile), lot quantity: (B)(4). This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.912.3, tfna lock drive lot number: 53p2940 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended lot number: 44p9645 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Jbl-nr was initiated against this lot due to an incorrect sample size documented in the material certifications. The supplier sent corrected certifications and the lot was dispositioned ¿release from hold¿. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Corrected material certification and certificate of conformance and quality history card received from smalley dated 31-mar-2020 were reviewed and determined to be conforming. Part number: 04.037.912.2, lock prong 125 degree, tfna lot number: 49p0106 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80 lot number: 44p9449 lot quantity: (B)(4) lbs. Inspection instruction met all inspection acceptance criteria. Certified test report was reviewed and determined to be conforming. Lot summary report dated 25-feb-2020 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was reported as good.